Event description:
During baxter's eval of a spectrum pump, evidence of tampering/unauthorized service was found. It is unk if there was pt involvement with the device after the unauthorized service was performed.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. During eval it was identified that the processor printed circuit board (pcb) installed into the device belongs to sn (B)(4), not this unk device (serial number label was worn off). Device sn (B)(4) was received and evaluated on (B)(4) 2015. This is an indication that the processor is not original to the device and was installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states ""servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited. The device could not be repaired and has been removed from service.